Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a stuck button alarm. Customer¿s blood glucose was 196 mg/dl at the time of incident. Customer states they are unsure if they pressed a button down for 3 minutes or longer. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test and self test. Device received with unresponsive keypad at the "left" arrow button due to corroded keypad trace. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.